Event description:
On two previous occasions, I had a series of one injection in each knee for a period of 5 weeks to alleviate pain in knee. Outcome was generally favorable with reduction of pain. In (B)(6) 2021, began another series of one injection in each knee for 5 weeks for knee pain, this time the medication was supartz fx (sodium hyaluronate) 2.5 ml. Experienced severe pain in left leg. Felt like electric shock extending from left buttock to left foot. Unable to walk for one day and difficulty walking for a few months thereafter, and moderate pain in left ham [invalid] pain gradually subsided over the course of two years to where I felt I was walking normally again. At times it felt as if I had to learn to walk all over again. Went to (B)(6) for testing. No physical cause was determined. A total of 10 tests were performed. (B)(6), (B)(6) 2022 by dr. (B)(6), m.d. (B)(6) spine 4+ views us lower extremity veins bilateral (B)(6) spine without IV contrast emg crp (c-reactive protein) uric acid cyclic citrullinated peptide antibodies, igg d-dimer ck (creatine kinase) dx knee bilateral standing 2 views. 1 injection(s), 1x/wk, for 5 wks, injection to each knee. Reference reports: mw5150651, mw5150652, mw5150653, mw5150654.